Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues on the insulin pump. Customer reported that the insulin pump experienced an unexpected restart alarm. Customer also reported that the pump alarmed displayable history check failed on startup. Customer's blood glucose reading was 168 mg/dl. No troubleshooting was done. Customer will continue to monitor pump for reoccurring issue.